Event description:
During a pta / stenting treatment procedure, the express biliary ld stent delivery balloon detached from the delivery system. The lesion being treated was located in the iliac artery. The physician used a 6 fr pinnacle introducer sheath for access to the lesion. As the physician was withdrawing the stent delivery system after deployment of the stent, the balloon separated from the shaft of the delivery device. The physician successfully retrieved the detached portion of the device. No patient injuries or complications were reported. Patient status is reported as 'no harm'.